Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the user was connecting a secondary bag of ramucirumab to the y-site of the primary tubing when it was noted that blood was backing up into the primary line and the secondary line all the way up to the filter after 10 minutes of infusion. The rn noticed there was clear fluid leaking from the connection of the IV line at the filter. Rn stopped the pump and replaced the tubing without further incident. There was no patient harm reported.

Event description:
Received mw from FDA: same tubing here is one of the cases: again this is an rn narrative: pt made comfortable in chair after check-in -port access with 3/4" huber needle -blue enclave cap was used ramucirumab initiated. After 10 minutes of infusion, noted to have blood backing up to filter from port. As I came to chairside to assess pump, I looked down a d found myself to be standing in puddle of clear fluid leaking dripping from connection of IV line to filter. Pump stopped, pt disconnected, port flushed without diff, brisk blood return aspirated. No chemo on pt, no leaking around port site.'

Manufacturer narrative:
Correction on initial report.